Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 475 mg/dl. The customer reported a no delivery alarm. The customer had no symptoms. The customer did treat the high blood glucose level with a manual injection. Troubleshooting was performed for no delivery. The customer reported that there was greater than normal resistance during plunger push. The customer did troubleshoot the issue and was advised to do a complete set change of the infusion set and reservoir. The insulin pump will not be returned for analysis.